Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10359, 0001825034-2017-10360, 0001825034-2017-10361. Concomitant medical products: vngd cr tib brg 10x63/67 cat: 183420 lot: 959220, vanguard cr ilok fem-lt 62.5 cat: 183026 lot: j3755718, biomet cc cruciate tray 67mm cat: 141232 lot: j3806309. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has experienced ongoing infection. It was noted that she has had three washouts of the joint. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient was treated with irrigation and debridement of the left knee with removal of the tibial bearing due to infection thirteen (13) days following left knee arthroplasty. The patient was discharged three (3) days later with intravenous home antibiotic therapy, but returned in eight (8) days for continued infection and drainage from the left knee. The patient underwent an additional procedure to irrigate and debride the wound and was discharged two (2) days later with continued intravenous home antibiotic therapy. Four (4) days later, the patient was readmitted for unrelated reasons and identified to still be infected. The patient was sent home with additional intravenous antibiotic therapy. No additional patient consequences were reported.

Manufacturer narrative:
Medical records received and evaluated, which confirmed the reported event. However, the root cause of the reported event remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.